Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model 04 months 12 days following the initial procedure. Clinical reason for explant was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).